Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. If implanted: not applicable, as the iol was inserted and removed in the initial surgery. If explanted: not applicable, as the iol was inserted and removed in the initial surgery. (B)(4). Attempts were made requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) broke during loading and was fully inserted in the patient's right eye. The incision was enlarged and sutures were used, quantity unknown. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 10/19/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in its original lens case. The original folding carton, directions for use (dfu), patient stickers, and folding carton were received as well. Visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.